Manufacturer narrative:
The reported event of premature battery depletion was confirmed. A longevity calculation was performed, and the battery depletion was abnormal based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous hybrid was found to be the root cause of the high current drain and premature battery depletion.

Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. There were no patient consequences.

Event description:
New information received notes that the device was explanted and replaced. The patient was stable.